Event description:
The proudct is not expected to be returned. The user facility reported to the sales representative that following two or three days of catheter use, the icp readings appeared to be high. A CT scan was performed and the transducer was visualized back up against the ventricles. A standard transducer was connected to the outside of the catheter. No patient injury was reported but intervention was required.